Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog#1553201035, 510k# k113174 and upn (B)(4) is approved for sale in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: rod replacement and reinforce due to rod breakage procedure: replacement of the rods on both sides, and reinforcement of center rod additionally levels implanted: t12/s2 it was reported that on an unknown date, post-op, the rods broke. The rod on the left broke between l2/l3, and the rod on the right broke between l3/l4. The patient underwent a revision surgery for replacement. No fragment of the device remained in the patient. No patient complications were reported as a result of event.

Manufacturer narrative:
X ray review results: post-op x ray for thoracic iliac fusion and post revision x rays provided. There is a bilateral rod fracture at the thoraco-lumbar transition. This was corrected with a unique combination of extra rods and dominos. If information is provided in the future, a supplemental report will be issued.